Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. There was no patient use associated with the reported event.upon evaluation of the device, physio observed that it had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified that all three icons (charge pak, attention and service wrench) present on the display; however, it was observed that the device would power on and deliver defibrillation therapy during testing. The cause of all three icons to be present could not be conclusively determined.the customer was provided with a replacement device.